Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as the infusion set came off while the patient was sleeping. No further information available.